Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump had key failure on all buttons. According to electrostatic treatment, the device cannot regain normal function. The customer's blood glucose was normal and did not require medical treatment. No further details were provided. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked; unable to perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. No replacement time frame anomaly or blank display anomaly noted. No damage was found on the electronics noted. The insulin pump had cracked case at the display window corner and minor scratched display window.